Manufacturer narrative:
Follow-up # 1 ¿ (11/19/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination at button switch. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging an issue with the down arrow button on her one touch ultra 2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue began the morning of (B)(6) 2013. The patient manages her diabetes with insulin (unknown type, self adjuster) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient stated, 45 minutes after the alleged issue occurred, she developed symptoms of ¿nausea, sweating¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.